Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a fall causing lead migration and was unable to enter MRI mode. The issue was confirmed via x-rays. Diagnostics showed invalid impedance. Surgical intervention may take place at a later date.

Event description:
Additional information was received wherein the scs system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.